Event description:
The account alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The tech found the side rail latch is bent. The tech removed the side rail latch assembly and straightened the latch to resolve the issue.